Event description:
It was reported that when doing correlations the device would not exit out of the correlations process for nine minutes. The system was restarted causing additional radiations spins and may have caused additional exposure time for the patient. There was no known patient impact, significant procedural delays, medical interventions, or adverse consequences reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that when doing correlations the device would not exit out of the correlations process for nine minutes. The system was restarted causing additional radiations spins and may have caused additional exposure time for the patient. There was no known patient impact, significant procedural delays, medical interventions, or adverse consequences reported with this event.